Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the reporter/ patient's mother contacted lifescan (lfs) alleging that the lay user/patient's onetouch ultra2 meter was displaying inaccurately high results. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the reporter] on (B)(6) 2010 to classify this case. The reported stated that the patient was feeling "tired, unable to eat, and fatigued" for about two days. On unspecified times, the reporter claimed that the patient tested his blood glucose on the subject meter and obtained results of "144 and 124 mg/dl." Based on the patient's feelings, the reporter stated that she gave the patient glucose tablets for two days. The reporter stated that the patient's symptoms did not improve. The reporter alleged that the product issue began at 9:30 am on (B)(6) 2010 when the patient went to the hospital for a fasting glucose lab test. The reporter claimed that the patient tested his blood sugar on the subject meter and obtained a result of "70 mg/dl" and the decided to go to the emergency room (ER) instead. Within 30 minutes of the subject meter reading, the patient's blood glucose was tested on the ER meter and obtained a result of "54 mg/dl" on the ER meter. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30% and <=30 mg/dl. The cca documented that the patient manages his diabetes with insulin injections. The reporter claimed that based on the subject meter results, she withheld the patient's insulin. The patient was reportedly treated with IV glucose in the ER. At an unspecified time after receiving the treatment, the patient's blood glucose was tested on the ER meter and obtained a result of "200 mg/dl." During the troubleshooting session, the cca verified that the patient was using an approved sample site for testing his blood glucose on the subject meter. The reporter did not have a control solution to perform a quality control test on the subject meter at the time of the call. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the reporter claims that the patient obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly required acute medical intervention for a condition suggestive of severe hypoglycemia after the alleged meter issue began.